Event description:
It has been reported that the bd preset¿ arterial blood collection syringe has been found experiencing cannula breakage during use. No patient impact was reported. The following has been provided by the initial reporter: during the collection of arterial blood, the puncture needle was found to be ruptured at its connection with the syringe.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula hub breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd preset¿ arterial blood collection syringe has been found experiencing cannula breakage during use. No patient impact was reported. The following has been provided by the initial reporter: during the collection of arterial blood, the puncture needle was found to be ruptured at its connection with the syringe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.